Event description:
It is reported that the patient was revised due to a failed implant.

Manufacturer narrative:
Review of the primary operative notes does not indicate root cause. Revision operative notes report an angular deformity and a soft tissue release to correct it. All components were reported to be well fixed. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.